Manufacturer narrative:
The investigation found the last calibration was performed on (B)(6) 2021 and was acceptable. The qc recovery was acceptable. There was no indication for a performance issue of the reagent. The alarm trace does not contain a conspicuous event. The field service engineer found dried sodium hydroxide on the reaction disk and cleaned it, ran a probe wash, repaired nozzle tubing that was leaking, and ran a performance check. The customer ran qc which was within specification. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable gluc3 glucose hk gen.3 result for one patient sample with a cobas 6000 c501 module. The initial result was 29 mg/dl. This result was reported outside of the laboratory and questioned by the nurse as they had a glucometer result of 80 mg/dl. The repeated result was 81 mg/dl. This result was deemed correct. The reagent lot number was 56521001 with an expiration date of 31-oct-2022.